Event description:
Forming crystals -causing uti's - leaking turns blue -growing into the unomedical's distributor. " unomedical sdn. Bhd" the MFR of the device only received the official complaint notification (product quality report) from distributor in feburary, 2004. Affected sample was not returned for evaluation.